Manufacturer narrative:
In a troubleshooting serial digital interface cable was disconnected on the processor side. Reconnected the cable serial digital interface to out 2. Issue resolved. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high definition lcd monitor had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely that high definition liquid crystal display (lcd) monitor with no image serial digital interface (sdi) cable was disconnected in the processor side, and the phenomenon was resolved by reconnecting the cable to serial digital interface (sdi) out 2 which occur. However, a definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device. No response.